Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) (medical intervention). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass, while stapling of the stomach, yellow particles fell into the patient. The particles were removed through washing / aspiration system. There was no patient injury.